Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with access vessel t ortuosity, a calcium score of 1700, and a maximum velocity of 6.0 m/s, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon at 18 mm capacity due to severe aortic stenosis and calcification. The bav was performed appro ximately 2 more times for there existed a large amount of calcification. Subsequently, the valve was inserted into the patient and deployed. Upon deployment, an expansion defect was observed. The valve was examined under the left anterior oblique view and with transudation due to suspected infolding. It could not be confirmed whether the valve was folded inward, but fluoroscopy revealed overlapping lines. The valve was recaptured and deployed again, but the expansion issue remained. Per the physician, the position of the valve was acceptable; however, the decision was made to withdraw the valve from the patient rather than attempt to expand the valve using a post-implant bav. A pre-implant bav was performed with the balloon capacity increased to 19 mm. Subsequently, a second valve was inserted into the patient and deployed. The second valve also had insufficient expansion; however, it expanded further than the first valve. Due to satisfactory positioning, the valve was fully released. Following release, mild to moderate paravalvular leak (pvl) was noted. A post-implant bav was done at 20 mm capacity, which improved the expansion defect. The pvl was mild following the bav. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a misload was not identified during loading of the initially attempted valve, and that the pvl was first observed when the second valve was deployed to the point of no return. A procedural delay occurred as a result of the infolding.